Event description:
A peritoneal dialysis (pd) pt's wife reported a pt was hospitalized. The following is from medical records received from the pt's treatment facility. The pt presented with fluid volume overload, increased weakness and decreased appetite. The pt was transitioned to hemodialysis temporarily to treat the acute fluid overload. He was also treated empirically with vancomycin and rocephin pending pd fluid cultures. On (B)(6) 2015, the pt presented to the emergency room for catheter placement and initiation of temporary hemodialysis to better manage the fluid overload. The pt was in a state of continued fluid overload with increased weakness, decreased appetite, edema and a temperature of 101.6. Peritoneal dialysis fluid was clear. The pt's blood pressure was 78/46, heart rate 79 and respirations 20. Pt had an intrajugular catheter placed. He was started on antibiotics micafungin and fluconazole for a fungal infection in the urine. He had a hemodialysis catheter inserted by radiology. Albumin was ordered for blood pressure support during ultrafiltration. The pt improved and was transferred to another facility on (B)(6) 2015 for stenting of the left anterior descending coronary artery (lad) x2 and on (B)(6) 2015 the pt was admitted into an acute cardiac rehab facility where he was discharged home on (B)(6)2015.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant investigation. Based on the 8 pages of medical records info it appears that on (B)(6) 2015, this pt had been admitted into the hosp for catheter placement for hemodialysis. He was admitted on (B)(6)2015 with the purpose of converting to temporary hemodialysis for better management of his fluid overload. He was also treated for hypotension, electrolyte imbalance and a treatment for a fungal urinary tract infection. The pt had a hemodialysis catheter placed. The pt did improve and was transferred to another facility for further lad stent placement and further cardiac rehab. Pt was discharged home on (B)(6) 2015. There is no documentation in the medical record that shows any causal relationship between the pt's liberty cycler or delflex solution and the pt's fluid overload.